Manufacturer narrative:
The motor error alarmed during the basic occlusion test and compromised force sensor system alarmed during prime test due to faulty force sensor resistor. The pump passed the operating currents test, self-test, unexpected restart error test, displacement test. There was no display anomaly noted. The pump was unable to perform the occlusion and no delivery test due to motor error alarm. The motor passed motor test. The pump had cracked case at display window corners, belt clip slot, minor scratched and cracked display window.

Event description:
It was reported that the customer had display anomaly. No further information provided.